Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the system was not in clinical use when the problem occurred. The philips field service engineer (fse) assessed the system onsite and confirmed that the device's movement could not be controlled, and the system failed to boot up after the issue occurred. The analysis of the system log files revealed geometry-related issues. After troubleshooting, fse discovered that the problem was with the geo ipc software. To resolve the problem, fse reinstalled the geo-ipc software on the machine. The system was then restored to normal operation. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not possible. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.